Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button sticking and hard to press. Customer's blood glucose level was unknown. Customer states insulin squirting during priming and unexplained no delivery alerts.. Customer states insulin pump had rejected new batteries. The insulin pump will not be returned for analysis.